Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by MFR, no gross lead discontinuities visualized. Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
A vns programming office in (B)(4) reported to our vns consultant that they had a pt who came into clinic and presented with high lead impedance. The event was noted on (B)(6) 2011, the lead impedance was greater than 10,000 ohms. The pt had their vns programmed off. There was no reported blunt trauma prior to the event. The child is of adult size and is known for having generalized tonic clonic seizures. Since their device was programmed off, their seizures have increased but the seizure type has not changed. Previous diagnostics were checked on the pt's vns on (B)(6) 2010, and all were reported to be within normal limits and the pt was not having increased seizures. The pt is on a list for surgery but no date has been set at this time. X-rays were received for review. No obvious lead breaks were noted. A portion of the lead was behind the generator; therefore, could not be assessed. A suspect area was noted near the generator that cannot be ruled out as the cause of their high impedance.